Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, excessive vault was observed. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Claim (B)(4).

Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with pre-existing retinal holes, experienced excessive vault, glare/halos, and uvetis/iritis. Reportedly, the patient had laser retinopexy, no diabetic retinopathy, drusen. The lens remains implanted. Cause was reported as the device. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6: work order search: 1 similar complaints within associated lots was found. Fellow eye clam# (B)(4). Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).